Manufacturer narrative:
The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal dialyzer leak on the venous head of the dialyzer filter. The machine did not alarm. Estimated blood loss was less than 1cc. The patient had no adverse effects and no medical intervention was required. The patient did complete treatment. Sample has not been returned to manufacturer for evaluation.